Manufacturer narrative:
The svc rep found that the power cap module was shorted. The rep replaced the power cap module. Sys would not boot up. The rep ordered new parts for repair.

Event description:
Customer complained of noisy fan on the x-ray tube. No pt injury was reported.